Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5; b5; h6.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarifications to d^b: explant date has not been provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side implant rupture was observed. Device has been explanted.